Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2013, a 3.5 x 18 mm absorb bioresorbable vascular scaffold (bvs) was successfully implanted in the proximal right coronary artery (rca) lesion. Starting on (B)(6) 2017, the patient developed chest pain while going up the stairs. Cardiac imaging was performed. On (B)(6) 2017, the patient was hospitalized for this chest pain. Another percutaneous intervention was performed, placing an unspecified stent in the 75% re-stenosed proximal rca target lesion. The event resolved and on (B)(6) 2017, the patient was discharged from the hospital. There was no additional information provided regarding this issue.